Event description:
A pt was acheduled today for an epidural steroid injection for spinal stenosis and sciatica. A braun single dose epidural tray, lot number 60876419 with an expiration date of 07/2009 was opened. The sterile packaging was noted to be sealed and intact. After opening the tray, what appeared to be a relatively short, dark human hair was observed on a 10 cc syringe contained within the tray. Approx one month ago after opening another epidural tray from the same company with the same expiration date and lot number, another apparent relatively short, dark, human hair was observed in the 4 x 4 sponges. Neither tray was used on a pt, so no pt harm occurred. In both cases, the tray wrapping was sealed and intact. The location of the incident was hospital. Crna involved in the first case, and a second crna was the practitioner in today's case.